Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported the patient received inappropriate therapy due to t wave over-sensing associated with the device algorithm and lead. Re-programming was performed and both remain in use. No further patient complications have been reported as a result of this event.